Event description:
Please refer to initial MFR. Report #9611500-2019-00108.

Manufacturer narrative:
The device was subject to testing against the full set of manufacturer specifications whereby no deviations could be detected. The electronic log file was evaluated by the manufacturer leading to the following results: the last power-on self-test was passed w/o deviations in the morning of the reported date of event. The procedure in question was started at 12:20 in manual ventilation mode with switchover to pressure mode six minutes later. In the following, the workstation alarmed repeatedly for apnea, fresh gas low or leakage and pinsp not attained (setting for inspiratory pressure not achieved). This points to a leakage in the pneumatic circuit outside the device. The airway pressure did not stabilize during the following minutes; the fresh gas deficit in combination with the spontaneous breathing efforts of the patient generated positive as well as negative pressure peaks. At 12:33 a sudden pressure peak in the range of 100hpa occurred leading to a blockage of the ventilator piston. The device forced a shutdown of automatic ventilation to protect the patient and posted a corresponding ventilator failure alarm. There are no entries in the log that would indicate the presence of a technical problem with the ventilator subsystem. Dräger finally concludes that there is no issue with the device that would require repair or correction. The shut-down of automatic ventilation was the dedicated response of the device to an overpressure condition, forced as defined in the safety concept to protect the patient. The user was already made aware some minutes before by means of corresponding alarms about the presence of an instable airway pressure situation. The spontaneous breathing of the patient in combination with the fresh gas deficit resulted in a pressure peak and stalling of the ventilator piston. No parts were replaced; the device could be returned to use as is.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilation failed during operation. There was no patient injury reported.